Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
The event report for this file was received from the chinese health authority reporting that during the surgery with intraocular lens (iol) implant procedure, while loading the lens the haptic was broken. To avoid affecting surgical process crystal implant was immediately replaced with other lens with no patient harm. Additional information was requested.